Manufacturer narrative:
Follow-up #1: date of submission 11/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/18/2016 with the following findings: during investigation, moisture was visible through the display lens. All the keypad buttons responded intermittently. No physical damage was found to the keypad. The keypad was removed to find no contamination or moisture. A leak test was performed and failed due to a crack where the keypad meets the battery compartment. The pump was opened to find moisture throughout the pump casing and on the keypad flex connector. The pump files were unable to be downloaded due to the moisture ingress.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The reporter alleged the up arrow, down arrow, contrast, and ok buttons were under responsive. It was reported that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.